Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that right ventricular (rv) lead was explanted and replaced during an open heart surgery. This lead exhibited out of range high pacing impedances, over than 2000 ohms, caused by clavicle crush during this surgical procedure. No adverse patient effects.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to out of range high pacing impedances and high pacing thresholds. These electrical measurements were caused by clavicle crush leading to lead fracture during a previous open heart surgery. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to out of range high pacing impedances and high pacing thresholds. These electrical measurements were caused by clavicle crush leading to lead fracture during a previous open heart surgery. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were out of normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis identified melted polyurethane insulation and melted-open anode coil at approximate 22 cm from terminal end, which is consistent with electro-cautery damage and not damage by clavicle first or rib. Also, cuts were noted on the insulation at approximate 20 cm and 22 cm from the terminal, those finding would have caused or contributed to the reported clinical observations.